Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported 2 sensors from the same box as faulty. The customer stated that when she removed the sensor from body, she noticed the electrode was shorter than normal. The product was returned for analysis.